Event description:
It was reported by an overseas distributor that a colonoscopy system lost the ctr image during a case. There were no negative consequences for the patient. The complainant indicated that monitor cables had been replaced to resolve the issue.

Manufacturer narrative:
The distributor making the report indicated that the monitor cables were the cause of the issue.